Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger on the small battery drive device was blocked, moved heavily and was jammed. It was further determined that the device failed pretest for check the off/osc/on switch mode function. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon complaint review, it was determined that it was inadvertently documented in the previous follow-up report that the rocker could not be operated for oscillating radius. It was determined that the gear lever for oscillating modus could not be operated instead. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon complaint review, it was determined that it was inadvertently missed in the initial report that during service and evaluation, it was further determined that the rocker could not be operated for oscillating radius, which was in addition to the other failures mentioned in the initial report. If additional information should become available, a supplemental medwatch report will be sent accordingly.